Event description:
Lasertripsy service laser fails surgical operation. Unit failes to operate after two - three pulses. Sstone were not removed from patient, patient has to be redone at later date. Patient was put to sleep for operation with laserdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device recalled by manufacturer/distributor. Invalid data - on device destroyed/disposed of status.